Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the plastic distal end cover was burnt due to the user possibly used high-energy hand instruments (laser, high frequency, etc.) Without ensuring sufficient distance from distal end. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in inspection of the endoscope. Points of attention when using the high-energy endo therapy accessories are written in the following: -4.3 using endo therapy accessories. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope's plastic distal end cover tip was burnt. There were no reports of patient involvement.